Event description:
It was reported by the aci vascular closure specialist that a pt underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be approx 7 mm. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the device was inserted into the pt and the balloon lost pressure as the physician shuttled down to advance the sealant. The physician removed the device and converted the pt to 20 mins of manual compression. Hemostasis was achieved. The pt was ambulated and discharged home the same day ((B)(6) 2012).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1131801) indicated that the mynx lot met all established performance criteria prior to shipment.